Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported issues with two infusion sets. She stated that sometime after insertion, she noticed that the tubing was detached or unglued from the part that was not attached to her body. Upon investigation, it was found that the tubing was detached from the tubing connector. No further information available.